Manufacturer narrative:
(B)(4). The customer advised physio-control that they have discarded the faulty set of defibrillation hard paddles and had planned on replacing them. The faulty set of defibrillation hard paddles will not be returned to physio-control for further evaluation.

Event description:
The customer reported that the paddle plate on their defibrillation hard paddles assembly became detached from the paddle assembly. This would prohibit the device from having the ability to deliver defibrillation therapy using the paddles. There was no report of any patient use associated with the reported issue.